Event description:
Pump infused in 24 hrs instead of 76 hrs.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the info contained herein was based on the info provided by the initial reporter. A review of the device history record was performed, and all manufacturing operations were found to be within the limits. In addition, retain samples from lot 772161 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 270 ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within the nominal limits. In addition, one retain pump was filled with normal saline solution to the reported fill volume of 281 ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within the limits. Based on the test result, we were unable to confirm the fast flow on the retained devices tested. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.